Event description:
(B)(4) reported that after treatment with an unspecified type of juvederm, the patient developed swelling, infection, and an allergic reaction. The patient went to an emergency room where they were treated with a 3-day treatment of prednisone for the swelling and released. The patient finished the prednisone and the left side of her face began to swell. The patient was seen again at the emergency room and was refused treatment. The patient saw the injecting physician again and was prescribed cephalexin 500 mg, 1 tablet orally, four times daily, "generic bactrim ds" (sulfamethoxazole and trimethoprim) 1 tablet orally, twice daily for 10 days, and a medrol dosepak (methylprednisone) 40 mg dose pack with 21 tablets to be taken as prescribed. The patient was diagnosed with a possible infection and allergic reaction to the product. The patient's swelling is ongoing. No contact information was provided thus no further follow up is possible. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011.